Event description:
Event description boston scientific received information that this lead exhibited loss of capture. During the lead revision procedure, tissue was noted on the helix. At a later date it was reported that this lead had dislodged. The lead was explanted and replaced with a competitors. No adverse patient effects were reported.